Event description:
The customer stated that his breeze2 meter was reading high compared to his elite meter. While troubleshooting, he performed control tests and received a result of 168 mg/dl. A normal control range was not provided, but should be around 90-124 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.